Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer called back and identified that they did a characterization to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications according to the customer.

Event description:
The customer reported while using the avea ventilator, the positive end expiatory pressure (peep) is out of specification and the ventilator passes the extended self-test (est). The customer stated there was no patient involvement associated with this event.